Event description:
A report was received that the patient suffered serious personal injuries following the failure of a remote control. No further information is available.

Manufacturer narrative:
(B)(4).